Manufacturer narrative:
An evaluation of the kangaroo pump was performed. All device history records are reviewed for quality inspections and compliance prior to releasing the product for shipment. A functional test and visual inspection were completed, and the reported issue is confirmed. The root cause of the reported condition could be due to corroded pcba, deteriorated battery and gearbox damage. Some fluid went through between the housing frames. As a corrective action the pcba, gearbox and the battery has been replaced.

Manufacturer narrative:
This device is not sold in the us. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the unit's flow rate was faster than the settings. No patient harm was reported.